Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on the right ventricular (rv) channel which led to pacing inhibition with greater than two seconds of asystole. The patient is pacemaker dependent however they were asymptomatic to the event. The field suspected there may be an issue with the connection between the pacemaker and rv lead. Additional information provided from the field indicated that surgical intervention was performed and the rv lead was repositioned. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.